Manufacturer narrative:
Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
This male patient was admitted for possible coronary intervention due to complaints of unstable angina. Angiography revealed an 80% de novo, moderate (15mm), smooth, concentric, type-b1 lesion within the bifurcation of the distal right coronary artery (rca) and the posterior descending artery (pda). There was no calcification or thrombus noted. The distal rca was predilated with a 2.5 x 12mm balloon inflated to 14 atms. A 2.75 x 18mm cypher select plus stent was positioned in the lesion and was deployed to 15 atms. Following stent deployment, a vessel dissection was noted extending distally into the pda. A 2.5 x 13mm cypher select plus stent was placed within the pda to cover the dissection and was deployed to 14 atms. Some residual dissection was noted beyond the stented area, but was not treated. The patient was discharged the same day without further complications.